Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device can't expose and table can't power up. The remote service engineer (rse) inspected the system remotely and confirmed that there was communication issue with the geo ipc indicating mechanical movements failure or host pc failure. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.